Manufacturer narrative:
Eval summary - as returned, the pin on the impactor has fractured at its base. The device had a potential field age of approx 2 years. Exact usage details are unk. The device may have fractured due to high, repeated impaction forces. Eval - review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the peg broke off during the case.